Manufacturer narrative:
According to the customer, the device did not fail atp testing. The scope was eto sterilized. The customer provided additional information regarding the cleaning, sterilization and disinfection processes performed at the facility. For automatic endoscope reprocessing, the user facility uses aer medivators model: d3d edge 120 v. Along with detergent intercept and disinfectant rapicide. The customer checks the minimum effective concentration between each scope. There have been no problems noted with the customer¿s aer and the last preventative maintenance for the aer was july 2021. Pre-cleaning is performed immediately after a procedure. The customer wipes the insertion channel, suctions the enzymatic solution for seconds through the channels, exchange button, irrigates the channels and then transports the scope to the wash room. The channel is brushed during manual cleaning using a single brush. The scope is leak tested prior to manual cleaning using the olympus mu-1. The customer stores endoscopes hanging in a drying cabinet. There have been no change in the facilities reprocessing personnel since the last onsite visit by the olympus endoscopy support specialist (ess) and all reprocessing personnel are trained to properly reprocess an endoscope. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the elevator wire on the evis exera ii ultrasound gastrovideoscope tested positive for less than 15 colony forming units (cfus) of klebsiella pneumoniae (extended-spectrum ¿-lactamases ¿ esbl). It is unknown if the subject device was used on a patient with a known infection of klebsiella pneumoniae. The device was sampled and cultured as a result of a quarterly protocol. The customer performs culturing/sampling per standard protocol. The device was cultured and tested positive on (B)(6) 2022, (B)(6) 2022and (B)(6) 2022. The intended procedure was therapeutic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the microbiological analysis report and the legal manufacturer's final investigation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and tested positive for coccobacilli. Olympus performed a visual inspection on the received condition and noted several technical defects such as kinks in the biopsy channel which likely could harbor bio material. Pinholes, cracking, chipping, missing, peeling, and lifted glue on both ends of the bending section covers. Pinholes were also noted on the glue around both light guide and objective lens. On march 29, 2022, the olympus endoscope support specialist (ess) returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. The instructions for use (IFU) states that insufficient reprocessing enhance risk of infection: "insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor the field performance of this device.